Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of the transfer set separated from the flow control barrel (twist clamp). This occurred during use of peritoneal dialysis therapy. The transfer set had been in use for ninety days. There was no patient injury or medical intervention associated with this event. No additional information is available.